Event description:
It was reported there were issues about recharger / recharging; coupling and or communication issues. Use of al (antenna locate) resulted in a por (power on reset) being displayed on insr which then lead to the normal recharging screen. The patient was not able to adjust stimulation. They were able to clear the por and turn the stim on.

Manufacturer narrative:
Lead model # 39565-30 lot # n174730003 implanted 2008-(B)(6) explanted unknown; extension model # 3708140 lot # njb048050v implanted 2008-(B)(6) explanted unknown; extension model # 3708160 lot # njb036230v implanted 2008-(B)(6) explanted unknown; programmer model # 37743 lot # nke104927n; recharger model # 37752 (B)(4).